Event description:
A trilogy 100 ventilator, u.s.a - bt device was returned to the manufacturer for routine maintenance. There was no allegation of harm or injury reported. The device was not documented to be in patient use. During the evaluation of the trilogy 100 ventilator, u.s.a - bt device at the manufacturer's service center, the device failed test for lcd screen test. The screen was white with no information visible. The root cause was determined to be corrosion. The technician recommended replacing the device's system and cpu board assembly to address the issue. Additionally, the device's missing enclosure feet have been replaced. The device initially failed for nurse call off during testing. The technician performed troubleshooting test level for nurse call. Troubleshooting test level for nurse call passed. The device is awaiting customer approval for repair. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.